Event description:
It was reported that during an implant procedure on (B)(6) 2022, the radiopaque part of the sheath dislodged from the sheath and was left inside of the patient after the procedure was abandoned. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the remainder of the device was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The report event of sheath tip dislodged part of the sheath was confirmed. As received, visual inspection showed the returned lead sheath was found sheath tip dislodged part of the sheath. The cause of the event is consistent with damage during use.